Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) exhibited non-capture. A difficult curve to access the right ventricle (rv) was encountered during the procedure. Following five deployment attempts, the physician requested replacement of the leadless ipg and delivery system, as the delivery system was suspected to be overstressed. A second leadless ipg and delivery system were then used. Non-capture persisted after three deployment attempts, and a similar difficult curve to access the rv was encountered. Both leadless ipgs and delivery systems were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: \[micra]", product ID: \[mc1vr01-delsys]", (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.